Event description:
Received a voluntary medwatch form via cdrh, in which the customer reports "IV tubing came off blue clave cap on pt's PICC line. Pt did not receive correct dose of pain medication. Seems to be a frequent problem. Staff has been doing work around by taping connections." Upon further query, the following info was rec'd from the customer: the pt was receiving a dilaudid continuous and bolus infusion and a maintenance ivf. The tubing set-up was the extension set connected to the pt's PICC line via a clave cap. The dilaudid was infusing via an alaris IV pump tubing, which was connected to the extension set. It was reported that the pt had noted "wetness of the bed sheets and had a slight increase in pain". It was noted that the extension set had disconnected from the clave cap. The staff changed all of the tubing and resumed the dilaudid infusion. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.